Manufacturer narrative:
The ruby coil pet lock was intact. The proximal constraint sphere was intact with the distal detachment tip (ddt), but the stretch resistant (sr) wire was not intact with the distal detachment tip. The coil was stuck inside the non-penumbra catheter and was found to be largely unwound upon removal during the investigation. The complaint has been evaluated. The initial complaint indicated that during the procedure, a ruby coil became stuck inside a non-penumbra microcatheter. Evaluation of the returned devices revealed that the sr wire of the ruby coil failed and was not intact with the proximal constraint sphere, and the coil was left stuck inside the non-penumbra microcatheter. This type of damage typically occurs due to improper manipulation of the ruby coil against resistance. If excessive force was used during attempts to remove the ruby coil from the microcatheter, it is likely that damage such as this may occur. All ruby coil dimensions were measured to be within specification. The root cause of the resistance could not be determined. These penumbra devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Result: [-1] the pet lock was intact. The proximal constraint sphere was intact with the distal detachment tip (ddt), but the stretch resistant (sr) wire was pulled out of the sphere. The coil was stuck inside the non-penumbra catheter and was found to be largely unwound upon removal by the penumbra investigator. Conclusion: the complaint has been evaluated. The initial complaint indicated that during the procedure, a ruby coil became stuck inside a non-penumbra microcatheter. Evaluation of the returned devices revealed that the sr wire of the ruby coil pulled out of the proximal constraint sphere, and the coil was left stuck inside the non-penumbra microcatheter. This type of damage typically occurs due to improper manipulation of the ruby coil against resistance. If excessive force was used during attempts to remove the ruby coil from the microcatheter, it is likely that damage such as this may occur. All ruby coil dimensions were measured to be within specification. The root cause of the resistance could not be determined. These penumbra devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. Upon advancing the ruby coil through a non-penumbra microcatheter, the physician noticed the ruby coil was stuck in the microcatheter and elected to remove both the microcatheter and ruby coil. The physician continued the procedure using another ruby coil and a new microcatheter. There was no report of an adverse effect on the patient.